Event description:
Related manufacturer reference number: 2017865-2021-11623 it was reported that the patient presented to the emergency room with palpitations. A chest x-ray confirmed that both the right atrial and ventricular leads were out of position. The patient was scheduled for lead revision, and both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended, stretched and clogged with blood/tissue. X-ray examination found the helix was stretched and over-torqued of the inner coil consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts.